Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that that the system did not perform as intended. The positioning sensor unit (psu), polaris spectra system control unit (scu) and camera cable were replaced. The system then passed the system checkout and was found to be fully functional. The scu was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, the returned scu was found to be fully functional. A check of the event log revealed issues with a connected psu. The scu had not been previously returned for a failure. The psu was returned to the manufacturer for analysis. Analysis found that the returned psu powered up without the amber fault light on, but it came on after a short time. A check of the event log showed an intermittent history of illuminator current low dating back to (B)(6) 2018. Otherwise, the psu passed an a ccuracy test (aak) at .08mm with a passing threshold of .35mm. The psu had not been previously returned for a failure. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that "x" was displayed on the camera mark and "localizer not connected" was indicated. The issue was improved by replacing the parts. There was no patient present when this issue was identified.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found with the cable. If information is provided in the future, a supplemental report will be issued.